Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment. The software was replaced.

Event description:
The hospital reported that, at the start of a case, the screen went blank. The clinician switched to manual mode of ventilation and cycled power. The display returned. The issue occurred prior to the start of the case. The patient was not yet connected to the machine.